Event description:
Boston scientific received information that approximately (B)(6) months ago, it was noted that the atrial lead had one out of range impedance measurement that was greater than 2000 ohms. All other lead measurements were stable and there was no lead noise present which would suggest an issue at the time. Now, additional information was received indicating the atrial impedances have now triggered several alerts due to out of range measurements. The alerts are now happening more frequently within the last month based on remote monitoring data. All other lead measurements are still stable. The physician is planning on bringing the patient back for further evaluation.

Manufacturer narrative:
This investigation will be updated should further information be provided.